Event description:
Patient reported that she experienced an infection and an abscess when using the infusion set. She received treatment of amoxicillin plus clavulanico three times per day. Alleged infusion set was discarded and will not be returned for evaluation. Additional information was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.